Event description:
New information received notes that the implantable cardioverter defibrillator was successfully explanted and replaced. The patient was stable.

Manufacturer narrative:
The device is included in the battery performance alert advisory issued by abbott on 28 august 2017.

Event description:
Following the battery performance alert (bpa) advisory, a bpa was received by the clinician and awaiting explant. The patient was stable and asymptomatic. Further information was requested, but not yet available.

Manufacturer narrative:
Premature depletion was not confirmed by analysis. However, an abnormal transient battery voltage drop was detected. The voltage drop is consistent with li deposit in the battery.